Manufacturer narrative:
In the initial investigation it was found that the user was using an unsupported mobile device. User was using an lgk10. Per labeling and dario's website the lgk10 is not listed as a supported device and hence should not be used with the dario (http://mydario.net.au/where-to-buy/). Control solution and strips have been sent to the user to verify accuracy of meter. Awaiting response of results.

Event description:
User contacted dario to report elevated blood glucose readings. He reported that his last two readings with the dario were 10.2mmol (183mg/dl) and 16.3 (293mg/dl). As a result, he went to his medical provider. At the providers office his reading was 5.8 mmol (104mg/dl). He went home and compared his reading with the dario and it was 23.3 mmol (419mg/dl). In the initial investigation he was found to use an unsupported phone. Control solution and strips have been sent to the user to verify accuracy of the meter.

Event description:
User contacted dario to report elevated blood glucose readings. He reported that his last two readings with the dario were 10.2mmol (183mg/dl) and 16.3 (293mg/dl). As a result, he went to his medical provider. At the providers office his reading was 5.8 mmol (104mg/dl). He went home and compared his reading with the dario and it was 23.3 mmol (419mg/dl). In the initial investigation he was found to use an unsupported phone. Control solution and strips have been sent to the user to verify accuracy of the meter. User performed control solution tests with new strips (his test strips were already expired) and a supported device. Results were within range for both level m and level h control solution.

Manufacturer narrative:
In the initial investigation it was found that the user was using an unsupported mobile device. User was using an lgk10. Per labeling and dario's website the lgk10 is not listed as a supported device and hence should not be used with the dario (http://mydario.net.au/where-to-buy/). Control solution and strips have been sent to the user to verify accuracy of meter. Control solution tests with new strips revealed meter is working within specifications.